Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 450 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported event. The customer was treated with manual injection. Customer alleging insulin pump was under delivering. Customer assisted with troubleshooting. Customer was advised to revert the back up plan. The insulin pump will be returned for analysis, however reservoir will not be returned for analysis.